Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. All channels were sampled. The insufflation channel tested positive for 10 colony forming units (cfus) of staphylococcus hominis and 4 cfus of moraxella osloensis. The auxiliary channel tested positive for 38 cfus of staphylococcus epidermidis. The biopsy channel tested positive for 40 cfus of staphylococcus epidermidis, 2 cfus of bacillus sp. And 6 cfus of micrococcus luteus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Three attempts were performed to obtain additional information regarding the customer's cleaning, disinfection, and sterilization processes, but no response has been received from the customer.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and tested positive for 2cfus bacilli (gram positive bacteria). The results obtained comply with the target level defined in the instruction dgos/pf2/dgs/vss1/2016/220 of july 4, 2016, for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found that the scope body and scope cover had leakages, the plastic distal end cover had a scratch, the bending section cover glue was separated and cracked with missing parts, the connecting tube had a wrinkle 10mm from the glue, switch 1 had cuts, the plug unit was damaged, and the up/down and right/left knobs were broken. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.